Event description:
It was reported that this implantable pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that wandless telemetry had been disabled. Technical services was consulted, and it was discussed this is an erroneous explant indicator related to a software update. It was recommended to interrogate this device using a wand, as wandless telemetry is not available. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a false positive indicator, resulting in remote monitoring being disabled. In the presence of a behavior consistent with a high battery impedance, the device disables the remote monitoring feature to prevent the device from entering safety mode. With the available information, boston scientific concludes this device exhibited an unintended behavior associated with a software update. Boston scientific is actively developing an additional software update to address this unintended behavior.